Event description:
A pt using an h46 reservoir complained of not receiving flow from the unit. The loss of flow was confirmed via flowmeter. The pt required medical attention as a result of the indicent.